Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6)2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil breaks into 4 pieces during/coil breaks into five pieces') in a female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included paratubal cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure (ess205). The reporter commented: insertion details-left-4 and right 1 coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: diagnosis: bilateral fallopian tubes : with focal multinucleated giant cell reaction and paratubal. Cysts. Metallic coils are identified in both tubes (gross examination). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil breaks into 4 pieces during/coil breaks into five pieces') in a female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included paratubal cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure (ess205). The reporter commented: insertion details-left-4 and right 1 coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: diagnosis: bilateral fallopian tubes : with focal multinucleated giant cell reaction and paratubal. Cysts. Metallic coils are identified in both tubes (gross examination). Most recent follow-up information incorporated above includes: on 1-jul-2020: mr received-event medical device removal updated to device breakage. New reporter, medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.